Event description:
It was observed during device evaluation, that the xenon light source's lamp was not illuminating, had loose connection, and light amount decreased. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp base and microswitch have malfunctions, causing the lamp to fail to light up, battery depleted. Output connector wear caused connection looseness. And lamp exhaustion caused light amount decreased should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.